Manufacturer narrative:
During service performed by zoll (B)(4) technician, the autopulse platform displayed a user advisory (ua) 02 (compression tracking error) message during the initial functional testing. Upon return to the zoll (B)(4) service depot, the platform was evaluated and the reported user advisory error message could not be duplicated. The autopulse passed the functional test without any fault or error, not confirming the initial findings. The load cell characterization test confirmed both load cell modules are functioning within the specification. Visual inspection was performed and found no physical damage to the autopulse platform. Additionally, the platform was examined and found an encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate needs deburring to address the encoder drive shaft issue. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) pound patient with good known test batteries until discharged and passed all functional testing criteria and met all required specifications.

Event description:
The autopulse platform (sn (B)(4)) yearly maintenance was performed at the customer site. During routine service, the technician detected the user advisory (ua) 02 (compression tracking error) error message.